Manufacturer narrative:
Serial no. (B)(4). This report is a duplicate of manufacturer report number 1314492-2019-01425. All information can be found under that manufacturer report number 1314492-2019-01425. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the spectrum infusion pump would not turn on using the blue key. There was no patient involvement associated with this event. No additional information is available.